Event description:
Patient was implanted with 8-hole lcp plate and screw construct for a right femur fracture on an unknown date. On an unknown date, the plate broke on approximately the third hole of the proximal shaft. Patient also had a non-union, and an unknown number of screws were reported as broken, the heads came off. It is reported that all fragments were retrieved. The total number of explanted screws is unknown. Patient was revised with an 8-hole va lcp plate and an unknown number of screws. The patient also had a dhs which is healed and remains implanted. The surgery reportedly went well. This report is for an unknown screw. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Actual number of screws explanted is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age: (B)(6). Dob: (B)(6). Patient weight: (B)(6). Implant date: (B)(6) 2011.

Event description:
This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Additional information: product received. This screw has been broken off at the neck-transition. The shaft diameter of 4.98mm, threaded head, and general configuration suggest that this is a member of the 212.2xx family of screws. If so, the calculated length of 38.7mm would suggest that this is much like a 212.213, please note that this is only an approximation. The drive has been moderately damaged in the form of material displacement at the stardrive ID, primarily affecting the upper portion of the drive. The top of the head is in good condition. There are impact type marks at the head radius. Some biomaterial remains in this area as well. There are two parallel lines of impact-compression marks on the head thread major diameter on one side of the head. There are smaller marks approx. 180 degrees opposite. The break area is covered with biomaterial but appears to be a clean break and does not expose the drive. The shaft portion of this sample has biomaterial at the break. The first three threads have some material displacement at the major diameter. There are similar but lighter marks on the opposite side of the screw. The remainder of the threads are in good condition, as are the flutes and tip. The dimensions that could be checked were found to be conforming.

Manufacturer narrative:
Date of event was reported as (b)(46) 2013.

Manufacturer narrative:
Product event evaluation revealed the plate and screws failed in fatigue and are consistent with the location of non-unions of the distal femur. Placeholder.